Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under manufacturing report number (B)(4).

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient experienced pain and stiffness since undergoing a knee arthroplasty ten (10) months prior. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D6a - implant date - first week of (B)(6) 2025. D10 - concomitant devices - unknown persona femoral component size 11 catalog #: ni lot #: ni, unknown persona tibial component size g catalog #: ni lot #: ni, unknown persona patella 35mm catalog #: ni lot #: ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.